Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent s1 laminectomy; bohman strut graft fusion, l5-s1 with structural fubular allograft bone, bmp- soaked collagen sponges and demineralized bone matrix, structural interbody fusion, l5-s1; posterior spinal fusion, l5-s1 with bmp soaked collagen sponge, allograft cancellous bone and mineralized bone matrix; posterior segmental instrumentation, l5-s1 by iliac bolts bilateral iliac 70mm in length (legacy 5.5). Pe-rop notes: a longitudinal midline skin incision was made through his old scar and carried down through subcutaneous tissues with electrocautery. Subperiosteal dissection was carried off the spinous processes of l4 and s1 and through the scar at l5, then carefully out to the pars and facet region, over the facets to the tips of the transverse processes at l5 bilaterally as well as sacroiliac bilaterally. Excellent exposure was achieved. Next, we placed legacy 5.5 pedicle screw instrumentation in s1 and l5. Using ap and lateral fluoro views, the surgeons identified the entrance zone of each pedicle and decorticated this with a high-speed bur. The surgeons placed a blunt pedicle and probed down to the pedicle and the vertebral body. The surgeons palpated the inner walls of each pedicle and they were noted to be circumferentially intact. Next, we packed small pledgets of bmp-soaked collagen sponge into the l5-s1 disk space after using an angled curette to curette out as much as we could reach of the disk space from the reamed out s1 vertebral body. With the bmp-collagen sponges in place, we took the fibular strut graft, cut to approximately 55 mm length burred to 10 mm in front and left at approximately 12 mm in back, filled this with some demineralized bone matrix, which we also placed into the re amed hole and then tapped the bone graft down in the position. Next, we placed large pledgets of bmp-soaked collage sponge, wrapped around cancellous allograft bone, into the lateral gutters of l5-s1 bilaterally. We also placed a small pledget of bmp-soaked collagen sponge beneath the rod in the l5-s1 interspace. We then placed a total of 30 ml of crush cancellous allograft bone mixed with small amount of local autologous bone into the lateral gutters over the decorticated l5 transverse processes and sacral alae.